Event description:
It was reported that the patient had experienced recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump and balloon was explanted and a new 4.5cm aus cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.